Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the received access port ii, with taper type ii. The port tubing was noted to be separated approximately 3 inches from the taper tubing junction. Needle marks were noted on the port septum. One non-penetrating nick was observed on the port tubing at the taper tubing junction. One opening was observed at the end of the port tubing. A port leak test was performed, and leakage was noted from the opening at the end of the port tubing. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Needle marks were noted on the port septum. Under microscopic analysis, three non-penetrating nicks were noted on the port tubing at the taper tubing junction. One opening was noted at the end of the port tubing. The opening was approximately 0.25 inches in length. The edges of the opening were noted to be striated, consistent with damage from a surgical tool. The port tubing was noted to have been separated at the site of the ss connector. The end of the port tubing was noted to have striations near the opening.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may confirm taper type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Use only lap-band ap® system access port needles. Do not use standard hypodermic needles, as these may cause leaks. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the physician performed a fill of the patient's lap-band system, and noted "no effect of the previous adjustment, loss of liquid at the lap band. No tightening effect. Quantity withdrawn less than quantity injected". Port was removed and replaced.